Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. During the call, the pump began charging within less than 30 minutes using the original charging supplies, and no further assistance was required.